Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard is functioning properly per bolus wizard sample in the user guide. The insulin pump communicated properly with glucose sensor simulator and the test minilink transmitter. No weak signal alarm or lost sensor alarm noted. The insulin pump was programmed with multiple boluses; all of the boluses delivered properly and were listed in the bolus history screen. No bolus anomaly noted during our testing. The insulin pump had minor cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he hits the act button on the insulin pump and uses the bolus wizard, he gets a starting value of 140. Customer's blood glucose was reported as 91 mg/dl and 196 mg/dl. Customer stated that the parameters were entered correctly but the correction bolus is incorrect. Customer stated that the bolus estimate was not adjusted. It was found that the pump did not make the correct calculations based on the information entered. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.